Manufacturer narrative:
Results - a sample was received in the (B)(4) plant for evaluation. No issues were found therefore failure mode was not verified. A pull test was performed and the syringe was found to be in specifications. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Conclusion - no issues were found therefore failure mode was not verified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while a nurse was drawing up solution using a bd¿ 30ml slip tip syringe, plunger movement was found to be difficult. No report of injury or medical intervention.